Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. The depth limiter has been trimmed to the surgeons desired length. No ts or suture were returned for examination. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: t2 could not be secured. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during meniscus surgery, t2 could not be secured. It was retrieved along with t1. There was a backup device. No significant delay or patient injury was reported.